Manufacturer narrative:
(B)(4). Implant date - 25 years ago. Customer has indicated that product was scrapped and will not be returned to zimmer biomet for investigation and no photos of the device was received; therefore, the condition of the component is unknown and visual and dimensional evaluations could not be performed. Review of device history records found no evidence of product nonconformance. A complaint history review was conducted, which identified no other complaints for this lot and no other complaints for this issue. A definitive root cause could not be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02310; 0001822565-2017-02311.

Event description:
It was reported that patient underwent a revision procedure 25 years post implantation due to pain. The poly liner and head were exchanged. Attempts to obtain additional information have been made; however, no more is available.